Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: h6 the following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2024 and suture was on the perineal incision after delivery. The suturing went smoothly. Post-op, the patient experienced poor wound healing. On the (B)(6) day after surgery, the patient came to the hospital for treatment and reported pain in the incision. Upon examination, the incision suture could not be absorbed and the wound healing was poor. The perineal incision was cleaned and disinfected, and external suture was performed and completed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after contacting the hospital, the hospital reported that the tissue layer for intraoperative suture was perineal skin. The wound healing condition of the patient was improved after symptomatic treatment, and no subsequent adverse event report was received.